Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 5/13/98).

Event description:
The iab was inserted into the pt on 4/6/98 at 1:45 pm. Poor inflation was noted and the iab was removed on 4/7/98 at 1:00 pm. The iab was not returned to datascope for eval. On 4/30/98, the following info was reported to datascope: the sys 97 pump message said "check catheter" and the balloon would not fill. The iab was removed and a second iab was inserted into the pt. The iab was not returned to datascope for eval. The iab was discarded by the facility. [Event complications]: none from the event-reported 4/16/98; unk-rpt'd 4/30/98. [Pt's current status]: unk-rpt'd 4/16/98, 4/30/98.